Event description:
It was reported to philips that the system failed to boot up successfully. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that system failed to boot up successfully. Review of the log files showed the frontal ippc (image processing pc) malfunctioned. The fse found that the actual cause was found to be with the ippc which was not rebooting up by itself and causing problem with the system restart. The fse replaced the ippc and the hard disk to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.